Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level of 600 mg/dl. The customer's blood glucose level at the time of incident was 900 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. The customer was treated with insulin shots and bloused with insulin pump. The customer also reported other events such as vomiting and difficulty in breathing. Troubleshooting was not performed. The insulin pump and the reservoir will not be returned for analysis.